Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the pk dissecting forceps instrument was observed to be frayed and the jaws did not line up. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The conductor wires were intact and undamaged however the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables were not damaged. Failure analysis investigation also found the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. Scratches measured approximately .058 - .215 in length and not aligned with the tube. Failure analysis concluded that the damage may likely be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.